Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be the app crashed. No additional event information is available.